Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. Treatment information was not provided.

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The distal end of the soft cannula was observed to be pinched. Fluid path testing found fluid to still flow freely through the entire fluid path and no leaks were found. No other damages or defects were found that would affect the delivery of insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s911u1ues6dydb. Hardware: sm-s911u1. Cgm sensor type: g7.